Event description:
It was reported that the wake button on the pump was extremely difficult to press and is not working at times, causing the pump to be unable to be turned on without plugging it into a power source. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.